Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to overheating caused by a fan failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the spare lamp on his olympus evis exera iii xenon light source was turning on due to the main lamp failing. According to the initial reporter, this event took place during procedure preparation and the intended procedure was completed by using a similar device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The main lamp was not powering on due to an abnormal heat generation, causing the emergency lamp to activate. The abnormal heat was being generated due to a fan failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.